Event description:
It was reported that the stent detached from the balloon. The procedure was treatment of an occlusion in the left internal iliac. Allegedly, when the physician inflated the balloon, he realized the stent was not in the right position. The physician looked at the image on the x-ray and realized the stent had stayed behind at the level of the right common iliac very near the bifurcation. There was also a strong stenosis at that level which led him to believe that the strong stenosis and the tight bifurcation might have been the cause of the alleged product failure. The physician left the 6 mm stent at the level of the right common iliac and deployed a 9 mm balloon to open up the stent. This enabled the right common iliac to be fully recovered from its stenosis. The physician placed another self expandable stent in the left internal iliac which left the vessel patent.

Manufacturer narrative:
This report is being submitted, as this product is the same or similar to a device currently distributed in the u.s. The stent remains implanted; therefore, it is not available for evaluation. The event investigation is currently underway.